Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found the flex video scope's forceps passage had a scrape in it based on the results of the investigation, it is likely that the following led to the malfunction: component failure. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope's forceps passage had a scrape in it. There was no patient involvement.